Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information was added to the following fields:d9, h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed that foreign material came out of the device, and showed that the foreign material was silica, organic silicone, rust, protein originated from the human body. We presume that the foreign material adhered by insufficient precleaning and/or rinsing, that the device was not properly dried by detaching all valves etc. In storage, or similar. For the second event, water dripping from the nozzle, olympus presumes that the event occurred by foreign material being adhered to the inner air/water channel which blocked water feeding. However, a definitive root cause could not be determined for either. The event can be prevented by following the instructions for use which state: chapter 5, 5.5 manually cleaning the endoscope and accessories - clean the external surfaces. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.